Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. During the procedure, when the balloon was passed through the scope and tried to inflate, a small pinhole was noticed. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.